Event description:
It was reported the device double beeped with cassette during testing. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition, all was intact. There was evidence of the error, or the reported problem recorded in event history log. The customer reported problem was verified/duplicated. During the investigation fluid ingression was found on the downstream sensor which caused double beep - cassette attached error message. For corrective action, the downstream occlusion sensor was replaced. The root cause of the reported problem was unknown. Product is beyond 20 years from manufacture date of 2002-09 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation.